Event description:
Customer stated reported that she was attempting to give a bolus and the insulin pump froze. The buttons on the device were not responding. Customer's blood glucose was 85 mg/dl. Customer did not recall any significant events that may have caused the buttons to be unresponsive. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, prime tests, occlusion and excessive no delivery test. The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No frozen screens were noted. The insulin pump received with cracked case at display window corners, reservoir tube, cracked battery tube threads and minor scratches on display window.